Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The dreamstation bipap avaps30 ventilator was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, foam particles and corrosion were found within the device. In addition, contamination to connector oxide and cigarette smoke or insect infestation was identified. The device was scrapped following the evaluation.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap avaps30 unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from connector oxide. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.